Event description:
According to the reporter, in a laparoscopic thoracoscopy pulmonary resection, during pulmonary parenchyma resection, the handle was connected to the reload and set to the pulmonary parenchyma. Afterwards, the green button was pressed, and the firing started. After 20mm of firing, the handle could not be squeezed tightly. Another handle was used to complete the case. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: egiaushort, egiaushort endogia ultra univ sht stap, (lot #p3h1232) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.